Event description:
It was reported that during preparation for a percutaneous transluminal angioplasty treatment procedure, a balloon detachment occurred. The target lesion was located in the mid left anterior descending artery with noted previous stent intervention. A 3.0 x 15 unspecified cutting balloon was advanced first to treat the target lesion successfully. A 15/4.00 flextome cutting balloon monorail was then selected to treat the target lesion. During preparation, difficulty removing the balloon protector was encountered and upon removal, it was noted that the balloon detached. The procedure was completed with a 4.0 x 10 mm flextome cutting balloon. No patient complications were reported and the patients' status is fine.

Event description:
It was reported that during preparation for a percutaneous transluminal angioplasty treatment procedure, a balloon detachment occurred. The target lesion was located in the mid left anterior descending artery with noted previous stent intervention. A 3.0 x 15 unspecified cutting balloon was advanced first to treat the target lesion successfully. A 15/4.00 flextome cutting balloon monorail was then selected to treat the target lesion. During preparation, difficulty removing the balloon protector was encountered and upon removal, it was noted that the balloon detached. The procedure was completed with a 4.0 x 10 mm flextome cutting balloon. No patient complications were reported and the patients' status is fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during preparation for a percutaneous transluminal angioplasty treatment procedure, a balloon detachment occurred. The target lesion was located in the mid left anterior descending artery with noted previous stent intervention. A 3.0 x 15 unspecified cutting balloon was advanced first to treat the target lesion successfully. A 15/4.00 flextome cutting balloon monorail was then selected to treat the target lesion. During preparation, difficulty removing the balloon protector was encountered and upon removal, it was noted that the balloon detached. The procedure was completed with a 4.0 x 10 mm flextome cutting balloon. No patient complications were reported and the patients' status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: device was returned for analysis. A visual examination of the returned device revealed a complete balloon detach at the proximal and distal balloon bonds. The balloon was received in its blue protector sheath with the proximal end of the balloon visible outside the protector. The balloon had detached from the catheter at 21.9cm from the exchange port. The balloon was withdrawn from the protector and no issues were noted with the blades. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).